Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for a unspecified diagnostic procedure, a power issue with the evis exera iii xenon light source as it would not power on when the on/off switch was used. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered missing text prints on the front panel, a worn-out socket slider switch which caused intermittent use of high intensity mode. There was corrosion and heavy dust on the scope socket. An olympus lamp life meter was reading at 100+houts, light output measure within range, lamp had insufficient thermal grease and need to apply more thermal grease on the lamp. Additionally, replaced a new power switch. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.